Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. The home patient reported that their transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that they had left the clamp open and the cap off of the unused supply line during therapy. Baxter's technical service center assisted the home patient in ending therapy. Per the home patient's nurse, cefazolin 1gm ip was administered prophylactically. No patient injury was associated with this incident, per the home patient's nurse.